Manufacturer narrative:
No product was returned.

Event description:
On (B)(6) 2014, it was reported that at 5:00am the patient's blood glucose level was 280 mg/dl. He stated that his infusion device shut down unexpectedly without first providing an error or alert message. The patient was able to correct his blood glucose level via injection. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.